Manufacturer narrative:
Medwatch fields d. Device identification, g1 and g4 PMA / 510k (premarket numbers) updated. The investigation determined that based on the instrument checks and qc results, the analyzer and the assay were performing within specifications. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The serial number of the cobas e 801 analytical unit is (B)(6) . The investigation reviewed the last calibration signals; the signals were within expectations. There was no influence of calibration on the issue. The investigation reviewed the qc data. The customer used non-roche qc material; all qc values were marked "ok" according to the data provided. The investigation reviewed the alarm trace. There were no relevant alarms around the time the patient sample was run; two alarms were potentially related to sample quality (sample clot detection and sample foam detection). The investigation is ongoing.

Event description:
The initial reporter received a questionable troponin t hs elecsys result from one patient sample tested on the cobas e 801 analytical unit. The initial result was not reported outside of the laboratory as it did not match the clinical status of the patient. The reporter automatically runs patient samples with troponin t hs results greater than 14 pg/ml for a 9-minute troponin t hs stat assay. The initial troponin t hs result from the analyzer at 1:33 pm was 47.7 pg/ml. The troponin t hs stat result from another e 801 analyzer was 5.2 pg/ml. The first troponin t hs repeat result at 2:12 pm was 5.3 pg/ml. The second troponin t hs repeat result from the analyzer at 2:38 pm was 4.49 pg/ml.